Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose by pushing on the end of the reservoir with a pen in order to receive the insulin. Customer was advised not to receive insulin in that manner. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer resolved the no delivery alarm with a complete set change. Customer declined to return the infusion set and reservoir for analysis.